Event description:
It was reported that the microcatheter interacted with obsidio resulting in movement of the obsidio material. Obsidio was selected to treat a gastroduodenal artery (gda) bleed. Obsidio was successfully implanted. During the procedure, a 2.8 non-boston scientific microcatheter was buried into the obsidio material. Difficulty in removing the catheter occurred while retracting the catheter out of the obsidio material and through the guide catheter. Obsidio moved 1cm proximal to the intended location. There were no patient complications, and the patient status was good post procedure.

Manufacturer narrative:
B5: describe event or problem: additional information h6: patient codes: corrected from embolism/embolus to no clinical signs, symptoms or conditions h6: impact codes: corrected from minor injury/illness/impairment to no health consequences or impact h6: evaluation conclusion codes: updated from cmc-no problem detected to unintended use error caused or contributed to event

Event description:
It was reported that the microcatheter interacted with obsidio resulting in movement of the obsidio material. Obsidio was selected to treat a gastroduodenal artery (gda) bleed. Obsidio was successfully implanted. During the procedure, a 2.8 non-boston scientific microcatheter was buried into the obsidio material. Difficulty in removing the catheter occurred while retracting the catheter out of the obsidio material and through the guide catheter. Obsidio moved 1cm proximal to the intended location. There were no patient complications, and the patient status was good post procedure. It was further reported that obsidio moved 1cm proximal but remained in the safe area of the intended gda location instead of the previously reported unintended location.